Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.4 cm fusiform abdominal aortic aneurysm. The aortic neck was 19-21 mm in diameter and 15 mm in length. The iliac arteries were mildly tortuous. The infrarenal angle was 47 degrees. It was reported that, the patient expired. The cause of death is unknown. No further information has been received.